Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent air bubbles in the tubing. The user's blood glucose (bg) level ranged from 180 mg/dl to 273 mg/dl. The user addressed bg level with a bolus. A follow up with the user confirmed that the bg level lowered to 223 mg/dl and that the user reverted to manual injections.